Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analysis noted the helix would not extend due to the helix bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had difficult anatomy during the attempted right ventricular (rv) lead implant procedure. The lead helix extended fine inside of the patient, the physician removed the lead to obtain more acceptable readings. Outside of the body the helix would not deploy. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.